Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's control board was removed and returned. Evaluation of the reported malfunction was not replicated or confirmed. The control board was put through extensive testing without duplicating the malfunction. The customer received a replacement control board. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's pacer output reset to zero when attempting to adjust. Complainant indicated that there was no patient involvement in the reported malfunction.